Event description:
It was reported that the right ventricular lead developed high pacing capture threshold two days post implant. The lead was repositioned. During the lead repositioning attempt, when the set screw was loosened the set screw came out of the header and was found on the end of the wrench. The device was removed and replaced. The lead had loss of capture after repositioning, so it was removed and the old lead was uncapped and left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage.